Event description:
While reviewing the programming history for the pt, it was noted that the pt's settings had changed due to an interrupted system diagnostics test. Physician noticed the change in settings during the next office visit. The pt was programmed to the intended settings and diagnostics were within normal limits.